Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient had diabetic ketoacidosis (dka) with vomiting in (B)(6) 2013. The patient was transported from emergency room to hospital via ambulance because the local e.r. Was not able to help the patient. The reporter stated that they are unsure of the cause as the patient will get high blood glucose from emotional events like going to the dentist. Customer support advised the reporter to with hcp and patient to treat bg before dka. There is no additional information at the time of this report. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2014 with the following findings: the dates in total daily dose history are incongruent changing from (B)(6) 2013; no data in black box from these dates due to continued use. Daily insulin delivery totals appear inconsistent due to time/date issue. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.